Event description:
It was reported that the patient underwent a l4-s1 posterior fusion using rhbmp-2/acs. It was reported that the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to infuse, chronic pain, and additional surgeries. As a result, the patient has required extensive medical treatment.

Event description:
It was reported that on (B)(6) 2005: patient got admitted to hospital with pre-operative diagnosis: l4 to s1 degenerative disk disease as well as l4 to s1 b ilateral lower extremity radiculopathy. Patient underwent the following procedure: minimally invasive decompression and fusion at l4-l5 and l5-s1. This was with the use of the quadrant retractor system, the pedicle screw instrumentation system, and interbody system as well as with bmp. Per op-notes, "..... I then placed a size 14 implant while retracting the dura. This was packed with bone morphogenic protein in the center"... Then placed quadrant retractor system back into the wound, irrigated the wound well and then placed the bmp as well as some osteo cure bone graft down in the lateral gutters across the transverse process which had been previously decorticated at l4-l5 and on the sacrum... No intra-operative complications were reported." (B)(6) 2005: patient got discharged from the hospital.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.